Event description:
It was reported that the patient presented for a follow-up in clinic with pocket erosion. The device pocket was noted to be draining and open. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted system- pacemaker, right ventricle (rv) lead, right atrial (ra) lead and left ventricle (lv) lead to resolve the issue. A temporary rv lead was placed. The pacemaker, rv lead and lv lead was replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.